Event description:
The audio processor is used approximately 1-2 hours per day when the parents are around to monitor usage. In addition, the processor falls a lot due to head movement and leaning on the back of a special chair, mat, and others due to no head control. There was no swelling at the implant site observed. Nonetheless, with the use of the processor since activation, it was only observed that the child presents a sonorous laugh and undifferentiated vocalizations but does not observe attention or discomfort response to the environmental sound and speech. No additional information could be yet retrieved.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audio processor is used approximately 1-2 hours per day when the parents are around to monitor usage. In addition, the processor falls a lot due to head movement and leaning on the back of a special chair, mat, and others due to no head control. Nonetheless, with the use of the processor since activation, it was only observed that the child presents a sonorous laugh and undifferentiated vocalizations but does not observe attention or discomfort response to the environmental sound and speech.